Event description:
The needle broke at the luer lock that locks onto the scope. No needle broke inside the pt. This occurred on the third pass. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and/or the non retraction of the needle are reportable regardless of the outcome. The complaint information provided was as follows: 'the needle broke.' There were no echo-hd-25-c (echo) devices of lot # c893373 in stock at the time of the complaint investigation. To date, the echo device involved in this complaint was not returned for evaluation. Therefore, the customer's complaint remains unconfirmed. With the information provided a document based investigation was carried out. The additional complaint information received indicated the needle broke at the male luer lock. The most likely cause of this type of needle breakage may be attributed to the needle kinking below the male luer lock. This kink may have occurred due to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handled it is possible for the sheath/needle to become kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink resulted in a breakage. The complaint information received indicated this incident occurred after the third pass. As the device involved in this complaint was not returned for evaluation it is not possible to conclusively determine the root cause of this complaint. The complaint information received indicated that no part of the needle broke inside of the pt. No adverse effects to the pt were reported as a result of this occurrence. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the pt or user. No part of the needle broke in the pt. The (B)(4) complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.